Event description:
Journal reference: kupsch, et al. "Pallidal deep-brain stimulation in primary generalized or segmental dystonia." New england journal of medicine; 2006; 355: p1978-1990. Forty patients with primary segmental or generalized dystonia received implanted deep brain stimulation and were randomly assigned to receive either neurostimulation or sham stimulation for 3 months. The comparative results were reported on. Reported event: two patient experienced dysaesthesias during the extension phase of the study. In one patient, the symptoms were generally improved or resolved with changes in stimulation parameters. In one patient, the symptoms were not resolved with programming changes and remained permanent.

Manufacturer narrative:
See scanned page.